Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate (no fluid drained from balloon despite of multiple attempts). The patient also stated that once the catheter was removed, it was clear that the balloon was still inflated and unable to deflate the balloon even after removal from the patient. New foley catheter was inserted without any difficulty.

Event description:
It was reported that the foley catheter balloon was difficult to deflate (no fluid drained from the balloon despite multiple attempts). It was also stated that once the catheter was removed it was clear that the balloon was still inflated and unable to deflate even after removal from the patient. It was noted that a new foley catheter was inserted without any difficulty.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the evaluation it was found that the returned catheter could not be fully deflated due to the presence of foreign matter (jelly like substance) inside the inflation lumen. However the exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The reported failure was able to be reproduced. The product was used for urological care. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: this product contains natural rubber latex which may cause allergic reactions. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Do not use if package is damaged. Keep away from sunlight." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.